Manufacturer narrative:
Subsequent information received indicates that there was no product malfunction reported by the customer. The customer called requesting an electronic version of the manual, which has been sent. This is considered non-reportable since there was no death or serious injury reported, and there was no device malfunction. Therefore, the parent record has been closed as a non-complaint. No further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor exhibited a configuration error. There was no reported patient involvement.